Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), after inflation of the 110 cm. 7 fr. Maxi ld 16 x 6 balloon catheter (bc) the balloon was noted to not re-wrap completely. During withdrawal through the 10 fr. Sheath used, the product became partially stuck between and over the sheath. A lot of resistance was encountered, and the balloon and sheath were removed together leaving the guidewire in for access. There was no delay to the procedure. There was no patient injury. The maxi ld balloon catheter was prepped according to the instructions for use (IFU). The physician is very familiar with the product and has used it multiple times. Lesion access was obtained with an unknown guidewire. An unknown 6 fr. And unknown 10 fr. Sheath were used for the procedure. Additional information received indicated that arterial access was not lost as the physician was able to leave a guidewire in place to maintain arterial access. A 6 fr. Sheath was used for the diagnostic procedure and then a 10 fr. Sheath was used for the intervention. An inflation device was used for inflation and deflation. The case was completed at the point of the reported product issue. Manual compression was applied to successfully achieve hemostasis. The procedure was completed successfully without patient injury. The approach for the procedure was femoral. Some problems were reported with sheath access. The product was stored properly per the instructions for use (IFU). The product was opened in the sterile field as per the IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. The product is being returned for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Additional information was requested but was not answered/additional information provided. No additional information is available.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), after inflation of the 110 cm. 7 fr. Maxi ld 16x60 balloon catheter (bc), the balloon was noted to not re-wrap completely. During withdrawal through the 10 fr. Non-cordis sheath used, the product became partially stuck between and over the sheath. A lot of resistance was encountered, and the balloon and sheath were removed together leaving the guidewire in for access. There was no delay to the procedure. There was no patient injury. The maxi ld balloon catheter was prepped according to the instructions for use (IFU). The physician is very familiar with the product and has used it multiple times. Lesion access was obtained with an unknown guidewire. An unknown 6 fr. And non-cordis 10 fr. Sheath were used for the procedure. Additional information received indicated that arterial access was not lost as the physician was able to leave a guidewire in place to maintain arterial access. A 6 fr. Sheath was used for the diagnostic procedure and then a 10 fr. Sheath was used for the intervention. An inflation device was used for inflation and deflation. The case was completed at the point of the reported product issue. Manual compression was applied to successfully achieve hemostasis. The procedure was completed successfully without patient injury. The approach for the procedure was femoral. Some problems were reported with sheath access. The product was stored properly per the instructions for use (IFU). The product was opened in the sterile field as per the IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. The product is being returned for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Additional information was requested but was not answered/additional information provided. No additional information is available. A non-sterile maxi ld pta f7 110 16x6 catheter along with a 10f non-cordis sheath introducer was received for analysis coiled inside a plastic bag. The maxi ld pta catheter was received fully inserted into the 10f sheath introducer. Per visual analysis, the balloon of the maxi ld pta catheter was observed fully deflated and accordioned damaged. The body shaft of catheter was observed severely kinked damaged on several places along the unit. Also, it could be observed that the concomitant cook sheath introducer was received ripped/ torn /separated from its hub as well as acutely damaged at distal tip. No other anomalies found. An insertion/ withdrawal functional test could not be performed due to the severely damaged conditions of both units received. A device history record (DHR) review of lot 17729382 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - through guide/ sheath¿ could not confirmed as it could not be properly evaluated due to the condition of the received units. Therefore, the exact cause of the event reported could not be determined during the analysis. Based on the limited information available for review, concomitant device factors (such as distal tip damages noted during analysis), or handling factors may have contributed to the withdrawal difficulty reported as evidenced by the accordion damage and kinks of the pta system, and the ripped/torn and separated condition of the sheath. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Preliminary comments indicated that the balloon was received damaged. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.